Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: brown and yellow particle material on the shell. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma-late, and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, and concern for alcl. Alcl was confirmed after explant surgery. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side late chronic seroma, bia-alcl, swelling, changes in shape, fever, capsular contracture (grade iii). No alcl evidence was found in the capsule, but the fluid inside the capsule and surrounding the implant tested positive for alcl; markers indicated cd30+ and alk-. The device was explanted/replaced and capsulectomy performed. Patient is noted to be "prosperous" after surgery.